Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the subject device at the olympus service operation repair center, a clv lamp err e103 was displayed on the monitor and the examination lamp of the subject device went off. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information by olympus trading (shanghai) limited, the reported phenomenon that a clv lamp err e103 was displayed on the monitor was not reproduced. The exact cause of the reported event could not be conclusively determined. The error code e103 means that the examination lamp failed to light up. Olympus medical systems corp. Concluded that the reported event may have been caused by deterioration of the igniter or the examination lamp becoming difficult to light up because the examination lamp was near the end of its service life. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.